Manufacturer narrative:
(B)(4) date sent: 8/20/2020 d4: batch #t9599z investigation summary the analysis results found that 2b12lt device was received with the universal seal cap separated from the universal seal base. During visual examination, it was noted to have insufficient welding, resulting in the universal seal cap and the universal seal base being separated and the inner seal assembly being out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.. The energy director device components have evidence of not being properly welded during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information was requested and the following was received: please confirm the part of the trocar that came off: the reducer or the obturator? From the jjm rep's understanding what's been reported it was the protective tip covering from the obturator. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the port come off together with the trocar when pulling the trocar out. New port had to be opened and was a small surgical delay to receive a new port. No harm to the patient. No ae reported.